Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not getting proper ventilation. The issue was found during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. During the functional testing, the device passed continuous cycle breaths. The customer reported complaint was unable to be confirmed. The cause of the issue was unknown. The continuous flow was found to be intermittent so the o-ring was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.